Event description:
It was reported that the customer's "insulins stopping due to unknown error/alarm" resulting in an elevated blood glucose (bg) level; a specific bg value was not provided. Subsequently, customer was hospitalized. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. Further details and nature of hospitalization were not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.